Event description:
The device was returned as it was reported that the cassette was not attaching properly during testing. The results of the investigation found that the device's downstream occlusion (dso) sensor was defective. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified device was in for service on (B)(6) 2025 for cassette error, and it is related to the current complaint. Visual and functional tests were performed, and a defective downstream occlusion (dso) sensor was found. The dso sensor was replaced to fix the issue.